Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "extreme swelling" and ¿allergic reaction¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: contraindications: ¿ juvéderm® ultra plus xc is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. ¿ juvéderm® ultra plus xc contains trace amounts of gram-positive bacterial proteins and is contraindicated for patients with a history of allergies to such material. ¿ juvéderm® ultra plus xc contains lidocaine and is contraindicated for patients with a history of allergies to such material. Adverse events: ¿ the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. ¿the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance with a frequency of 5 or more events are listed in order of prevalence: lack or loss of correction, inflammatory reaction at the injection site, skin rash, bleeding at the injection site, allergic reaction, infection at the injection site, migration, paresthesia, vascular occlusion, necrosis at the injection site, abscess at the injection site, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. ¿inflammatory reaction at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, blister, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the health care professionals included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. ¿serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. ¿ the onset of edema, erythema, and pain generally varied from immediate to 2 months post injection. The treatment prescribed included nsaids, anti-histamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. Instructions for use: ¿with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient to a touch-up session after 1-2 weeks. ¿within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites.

Event description:
Healthcare professional reported that a patient was injected in the upper and lower lips with .6ml of 1 syringe of juvéderm® ultra plus xc. Within 1 hour following the injection, the patient developed normal swelling in the lower lip but an unusual, uncontrollable amount of swelling in the upper lip. Every 30 minutes the patient¿s upper lip got larger. Treatment with benadryl and a trip to the emergency room was advised. The patient went to the emergency room where symptoms were treated like an allergic reaction with a solu-medrol IV. The patient was discharged later that night and was given prednisone and an epipen. Healthcare professional declined the patient¿s request to have the remaining .4cc of the juvéderm® ultra plus xc injected. Symptoms are improved but ongoing. The patient has an allergy to codeine. Patient was treated with coolsculpting on the same day as the juvéderm® ultra plus xc injection.

Manufacturer narrative:
Device analysis: "2 syringes of 1.0 ml each received in 2 blisters (one unopened & complete), one opened with a used syringe (0.4 ml of gel remaining in it, no needle), both in opened pack. No defect observed to syringes."

Event description:
Healthcare professional later clarified that the patient¿s symptoms resolved ¿immediately¿ or ¿right away after treatment at the ER.¿ healthcare professional ¿cannot verify that the patient was clean¿ during injection and patient ¿was on illegal drugs¿ that healthcare professional was unaware of.